Event description:
Histosonics was made aware of an abstract for an upcoming society for interventional radiology annual scientific meeting that will be held between (B)(6) 2026 - (B)(6) 2026. The abstract will be presented as part of sir 2026 traditional poster presentations (breuer et al. Longer-term outcomes post histotripsy of liver tumors: lessons learned and next steps) and reported one patient was re-hospitalized for sepsis related to treatment. One patient experienced hepatic vein thrombus immediately post-procedure, though the abstract did not detail if medical intervention was required to address the thrombus.

Manufacturer narrative:
Note that other events documented in the abstract have been previously reported by histosonics to FDA in 3027664504-2025-00003. No device malfunction was noted in the abstract or has been otherwise reported to histosonics.